Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site in the pt's right coronary artery. The sheath was retracted, and for unspecified reasons, the physician repositioned the sds at which time guide support was lost. Subsequently, the stent became dislodged from the balloon catheter and embolized to either the right coronary artery or aorta. Another stent was successfully placed at the target lesion site. There were no add'l complications reported relative to this event.